Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms during power source exchanges was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing at abbott. The reported event of low voltage alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis with the emergency backup battery (serial number: (B)(6) in an unremarkable condition. A review of the downloaded controller event log file contained data spanning approximately 5 days (on (B)(6) 2025) per the timestamps). Backup battery fault alarms were active five times throughout the log file on (B)(6) 2025 from 23:52:00 to 23:52:06, on (B)(6) 2025 from 08:42:50 to 08:42:58 and from 23:51:58 to 23:52:01, on (B)(6) 2025 from 05:10:59 to 05:11:09 and 10:09:05 to 10:09:10 due to a backup battery circuit fault being active. This circuit fault was active during routine power source exchanges when the black power cable was disconnected and resolved when the black power cable was reconnected to a power source. The fault condition occurred while the white power cable was connected to multiple power sources. The driveline was disconnected at 16:31:07 on (B)(6) 2025 consistent with a system controller exchange. There were no other notable alarms or events active on the event date. The pump maintained speed within the expected range throughout the log file. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The system controller and backup battery operated a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The backup battery was able to be fully charged. The reported alarms were unable to be reproduced during testing. Provided information stated that the alarm reoccurred after initially exchanging the backup battery, so the system controller was exchanged, and no alarms have been reported since. A root cause for the reported event was unable to be conclusively determined through analysis. Heartmate 3 instructions for use (rev. B) section 2 entitled ¿system operations¿ this section explains how to properly connect and replace the system controller backup battery. Heartmate 3 instructions for use (rev. B) section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿caring for equipment¿ addresses how to properly maintain all components, including the backup battery. Heartmate 3 instructions for use (rev. B) section f entitled ¿safety checklist¿ and heartmate 3 patient handbook (rev. B) section 10 entitled ¿safety checklist¿ instructs the users to ¿replace any equipment or system component that appears damaged or worn¿. The patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6) were reviewed and found to have passed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient changed from one energy supply to another or between mobile power unit (mpu) and batteries, the system controller showed an alarm to change the system controller internal battery. When the patient stopped changing the power supply, the alarm disappeared from the system controller. The backup battery (ebb) was exchanged. No further alarms occurred. Two days after changing the ebb, while the patient was changing power supplies, the system controller had shown a low voltage alarm. After second alarm, the system controller was ultimately exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the system controller exchange resolved the low voltage alarm; no further issues were reported afterwards.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.